Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) units battery icon displayed on ac. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: event site address: (B)(6). Event site postal code: (B)(6). (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) unit had battery icon displayed on ac. A getinge field service engineer (fse) confirmed and stated cs300 not charging battery even when plugged into ac. To resolve the issue fse replaced the power cable. There was no patient involved.

Event description:
N/a.